Event description:
It was reported that this artificial urinary sphincter was not working due to fluid loss. The device, except for the balloon, was explanted and a new aus was implanted. The chronic balloon was drained and left in situ. No patient complications were reported.